Manufacturer narrative:
The implant was returned for eval. It was found to meet specs. Approx 1/3 of the ha coating had been resorbed from the apical end. This is caused by the presence of low ph, and indication of infection. Co's conclusion remains the same for this case: infection is the probable cause of failure.

Event description:
Implant failed, infection. One person affected.